Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported: ¿migraines¿ ¿major gi issues¿, ¿brain fog¿, ¿hair was falling out¿ (ndr) "extreme fatigue¿ (ndr) ¿capsular contracture around both my implants¿ baker grade unknown this record is for the right side. The device has been explanted.